Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. The device was given to a qa engineer for further investigation. A sample was taken from the drill and sent to clinical sciences for analysis. A follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that a blood-like substance was noticed inside the handpiece during the cleaning process. There was no patient involvement. There were no adverse consequences reported as a result of this event.